Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged battery compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: during investigation, cracks were found in the battery compartment from the threads to the left of the grip pad, from above the grip pad to the case seal, and from below the grip pad to the case seal. Unrelated to the original complaint, a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during power up. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. .